Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer's reference number: 2017865-2021-32405. Related manufacturer's reference number: 2017865-2021-32406. Related manufacturer's reference number: 2017865-2021-32407. It was reported the patient presented to hospital due to pocket erosion. The patient's implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. A temporary pacemaker was placed. The patient was in stable condition.